Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Investigation summary: bd received two photos for investigation. The photos were reviewed and the indicated failure mode for defective locking mechanism was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 3 of 3: it was reported while using bd vacutainer® eclipse¿ blood collection needle, the safety shield is misaligned or easily pops off of an unspecified number of devices. No adverse impact was reported regarding the patient or user.